Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Birth year reported as 1939. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient presented to the surgeon with back pain. Date of when pain started is unknown. Upon receiving x-rays on unknown date, the surgeon discovered that the patient had a prior pedicle screw and rod construct from l2-l5 to treat an l3 fracture approximately in 2004. Further review showed that both rods were broken. Despite the broken rods, the patient appeared to be stable in flexion/ extension x-rays on unknown date. A revision surgery was scheduled for (B)(6) 2014 to remove the hardware. During surgery, it was confirmed that the hardware were uss side opening pedicle screws (498.645) and 6.0mm rods. The uss implants were safely removed and an uninstrumented fusion was performed. The surgeon scuffed up the bone to stimulate growth. Additionally, it was discovered by the surgeon that the two screws were placed too medially in the original construct that might have generated the pain. Screws, rods, nuts (498.003), and collars (498.010) were discarded. No surgical delay reported. This report is for two unknown rods. This report is for 1 of 1 for complaint (B)(4).